Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that 4 months post lens implantation the patient has an asymmetric vault (z-syndrome). Internal astigmatism was noted and decrease in visual acuity was observed. In the surgeon's opinion the likely cause of the event is fibrosis. Surgeon is considering repositioning the lens. This event refers to the patient's left eye.